Manufacturer narrative:
Concomitant products: 459878 lead, implanted (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at a ball game and felt rapid palpitations and then felt a "kick" to the chest by the device. A review of the remote transmission showed a possible inappropriate shock for atrial fibrillation (af) with rapid ventricular response verse ventricular tachycardia (vt)/ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.